Event description:
It was reported that the patient presented to the hospital for right ventricular (rv) lead replacement due to a high capture threshold and high pacing impedance. Diagnostic imaging was performed, and the rv lead was confirmed to be in position. On (B)(6) 2026, the physician elected to cap the rv lead, and after trying different locations, the rv lead was replaced. The patient's condition remained stable.